Event description:
Same case as MFR # 2134265-2008-02893, 2134265-2008-04543. It was reported that post a coronary drug-eluting stenting treatment procedure, a thrombosis occurred. The 99% stenosed lesion being treated was located in the left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm non bsc balloon and a 2.25x15mm maverick balloon. A 2.50x24mm taxus express2 drug-eluting stent (des) was deployed in the mid lad and was then overlapped with a 2.50x12mm taxus express2 des, covering the proximal portion of the lad. The physician was able to achieve 0% residual stenosis and an excellent timi 3 flow was present throughout the vessel. Seven months later, the patient presented with an acute evolving anterior wall myocardial infarction and stent thrombosis on diagnostic angiography. A left coronary arteriography demonstrated a proximal total occlusion of the lad with no antegrade flow. A 3.0x20mm maverick balloon was advanced to the lesion and was inflated within the previously placed stent. Following reperfusion, there was evidence of a high-grade lesion estimated to be 80% distal to the previously stented site. This lesion was then stented with a 3.00x24mm taxus express2 des. Following stent deployment, there was prompt antegrade flow in the lad. There was a slow antegrade flow with evidence of continued proximal thrombus in the diagonal branch, as well as evidence of proximal thrombus in the lad. This was treated with a second unspecified guide wire into the diagonal branch with a 2.5x15mm maverick balloon dilation. Proximal balloon dilation of the lad within the stent was performed with a 3.0x20mm maverick balloon. The procedure was completed and the patient's condition was listed as "stable".